Manufacturer narrative:
An impedance curve analysis was performed on the result of 1.9 from (B)(6) 2015. The impedance curve analysis associated with this result found the curve did not exhibit a weak-slope change. The impedance curve appears normal in shape and do not exhibit characteristics of a weak-slope change curve. An impedance curve analysis was not performed on the result of 2.3 from (B)(6) 2015 because the result was beyond the meter data retention capacity. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
On the initial medwatch report, this case was reported as a malfunction as well as an adverse event. After reviewing the results again, there does not appear to be an issue with the device; the device did not malfunction. The report was submitted because of the patient's hospitalization and packing of her nose due to a bleed. Investigation conclusion: the product associated with the complaint was returned for investigation. The complaint was not confirmed during in-house investigation. Investigation of the returned meter using retain strips did not uncover any deficiencies. The meter and strips continue to meet specification and no product deficiencies were observed. The manufacturing records for the lot were reviewed. The lot met specifications and no non-conformances were documented. Root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:"date inratio lab (B)(6) 2015 2.3 ---(B)(6) 2015 --- 3.6*(B)(6) 2015 1.6 1.9patient self tester's therapeutic range: 2-3.*patient self tester (pst) was preparing for an appointment with her ent doctor. While cleaning her nose she scratched what she thought was a scab. She began to bleed profusely. She was admitted to the hospital because of the bleeding; was treated for the nosebleed by packing her nose; no cauterization was necessary. Pst continued on coumadin while in the hospital; no vitamin k was administered. Over the next few days, her hgb kept dropping from 9.7 on (B)(6) to 7.6 on (B)(6). She was given a blood transfusion on (B)(6); released on (B)(6) and considered stable.

Manufacturer narrative:
Patient self tester did not provide the strip lot number. Further investigation cannot be pursued without this information. This issue will continue to be tracked and trended.